Event description:
It was reported that a japanese small volume infusor did not flow. The device was filled with an unknown solution using the baxter recommended filling procedure, and flow was initially confirmed. But later, still prior to patient connection, the nurse observed no flow from the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14a057 was manufactured between january 26, 2013 ¿ january 28, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. One actual unit was received for evaluation. The unit contained 105 ml of fluid in its bladder. Visual inspection on the unit (via the naked eye) showed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed the cause of the problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. Should additional relevant information become available, a follow-up medwatch will be submitted.